Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred due to sensor related issues. The field service engineer shut down the station and replaced the position sensor and close sensor. Functional testing was not completed because the pharmacy requested to postpone further work due to workflow and staffing constraints. The controller board may still need replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer experienced a jammed failure and could not be closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.